Event description:
User facility reported that the endotracheal tube was kinking during use w/the pt. The facility stated that the kinking resulted in lower oxygen delivery, which required add'l oxygen administration. In one case, an "anti-obstructive" medication was given. However, no emergency intervention was required. No permanent adverse effects to pt reported.

Manufacturer narrative:
MFR completed the entire form. Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a f/u report detailing the results of the eval.